Event description:
It was reported that the inclusive tapered implant failed. The patient's bone type is ii. The patient has a history of diabetes mellitus ii and hypertension. The patient presented on (B)(6) 2021 for a primary procedure on tooth #13. The patient returned on (B)(6) 2023 at the second stage of surgery with complaints of drainage and pus exiting from the implant site. Upon examination, the provider noted swelling and infection. The patient was prescribed antibiotics and instructed to rinse with peridex. The provider determined that the implant lost integration and the device was removed.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for inclusive tapered implant lot# 6092133 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for inclusive tapered implant lot# 6092133 and found no additional product in stock. Investigation methods/results the device was returned but not in original package. The implant was verified to be an inclusive tapered implant 4.2 mmd x 10 mml x 3.5 mmp (70-1070-imp0027) using radiographic template (doc #3006704_4.0). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of diabetes mellitus ii and hypertension. IFU 4989 rev 4.0 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 4989 rev 4.0 (inclusive tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 4989 rev 4.0 (inclusive tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 4989 rev 4.0 (inclusive tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Manufacturer narrative:
Additional information: a2, a3, a4, a6, h6. Corrected information: b5, g1. G3 in the initial report was reported as (B)(6) 2023, however, the it should have been reported as (B)(6) 2023. In the initial report, health effect - clinical code 1908 was reported, however, this was a pre-existing condition and is not related to the reported event. Health effect - clinical code 1932 was not reported by the provider. CAPA ca-00016. Manufacturer reference:(B)(4). Reports for the additional reported devices are found in the following mdrs: 3011649314-2023-00410, 3011649314-2023-00411, 3011649314-2023-00456.

Event description:
It was reported that the inclusive tapered implant failed. The patient's bone type is ii. The patient presented on (B)(6) 2021 for a primary procedure on teeth #8, 9, 11 and 13. The patient returned on (B)(6) 2023 at the second stage of surgery with complaints of drainage and pus exiting from the implant site. Upon examination, the provider noted swelling and infection. The patient was prescribed antibiotics and instructed to rinse with peridex. The provider determined that the implants had lost integration, and the devices were removed. The patients symptoms were relieved after removal of implant and the patient status was reported as good.